Event description:
It was reported through clinic notes received on (B)(6) 2012, that the patient's generator could not be interrogated during a follow up visit on (B)(6) 2012. Per the notes, the physician was questioning the function of the generator as the patient was still able to perceive magnet stimulation, but he was unable to interrogate. The patient has been referred for generator revision. Surgery is likely but has not occurred to date. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012 indicating that the patient underwent a generator revision on (B)(6) 2012 the reason for the replacement, on the implant card was marked as prophylactic. The explanted generator will not be returned to the manufacturer as it has since been discarded. Attempts for additional information from the physician have been unsuccessful to date.